Event description:
It was reported that the clip came out. Another device was used to complete the case. There were no adverse consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.